Event description:
The customer alleged they received questionable 25-hydroxyvitamin d (vitd) results on patient and cap survey samples of their e601 analyzer. The customer provided data for 62 patient samples, ten of which had discrepant results that were reported outside the laboratory. The customer stated this event occurred in (B)(6), but declined to provide the specific date of this event. The first patient's initial vitd result was 12.82 ng/ml. The repeat result was 7 ng/ml produced in a reference laboratory using an in-house vitd method. The second patient's initial vitd result was 24.16 ng/ml. The repeat result was 41 ng/ml produced in a reference laboratory using an in-house vitd method. The third patient's initial vitd result was 26.84 ng/ml. The repeat result was 41 ng/ml produced in a reference laboratory using an in-house vitd method. The fourth patient's initial vitd result was 18.71 ng/ml. The repeat result was 32 ng/ml produced in a reference laboratory using an in-house vitd method. The fifth patient's initial vitd result was 28.79 ng/ml. The sample was repeated using a diasorin method, and the result was 16.4 ng/ml. The sample was repeated in a reference laboratory using an in-house vitd method, and the result was 35 ng/ml. The sixth patient's initial vitd result was 14.27 ng/ml. The sample was repeated using a diasorin method, and the result was 14.2 ng/ml. The sample was repeated in a reference laboratory using an in-house vitd method, and the result was 25 ng/ml. The seventh patient's initial vitd result was 38.01 ng/ml. The sample was repeated using a diasorin method, and the result was 26.2 ng/ml. The sample was repeated in a reference laboratory using an in-house vitd method, and the result was 57 ng/ml. The eighth patient's initial vitd result was 30.53 ng/ml. The sample was repeated using a diasorin method, and the result was 15.5 ng/ml. The sample was repeated in a reference laboratory using an in-house vitd method, and the result was 28 ng/ml. The ninth patient's initial vitd result was 13.09 ng/ml. The sample was repeated using a diasorin method, and the result was 9.0 ng/ml. The sample was repeated in a reference laboratory using an in-house vitd method, and the result was 20 ng/ml. The tenth patient's initial vitd result was 29.14 ng/ml. The sample was repeated using a diasorin method, and the result was 17.4 ng/ml. The sample was repeated in a reference laboratory using an in-house vitd method, and the result was 58 ng/ml. There were no adverse events. The vitd reagent lot number was 17462601 and the expiration date was 12/31/2014. The field service representative could not find the cause of this event. He checked the analyzer performance. The operational and mechanical checks passed. The customer performed calibration and quality control, and all values were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.